Event description:
During a ptca treatment procedure, the viva balloon ruptured at 10 atms on the third inflation. (The number of atms reached on the first and second inflations was also 10 atms). The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous posterior descending right coronary artery. The physician used a trans-radial approach. The viva balloon was removed and replaced with another viva 30/2.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.